Event description:
During a pci procedure, the shaft of the maverick2 monorail catheter broke. The lseion bring treated was a calcified, 100% stenotis lesion in the proximal lad. The physician experienced difficulty crossing the lesion. After several attempts to cross the lesion. After several attempts to cross the lesion, the shaft of the catheter kinked and subsequently broke. The device was removed without incident had the procedure was completed with another device. No pt injuries or complications occurred.